Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2011. It was reported that the pt could not feel stimulation when he tried to increase his stimulation to 20 bars on both of his programs. The pt was advised by st jude medical personnel to meet with a rep to get reprogrammed. No further info is available at this time.